Event description:
The initial complaint was reviewed and found to be a duplicate of (B)(4). The information for this event is captured on manufacturer report numbers 2939274-2018-53822, 2939274-2018-53823, and 2939274-2018-53826.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: b1, b5, h1: the initial complaint was reviewed and found to be a duplicate of (B)(4). The information for this event is captured on manufacturer report numbers 2939274-2018-53822, 2939274-2018-53823, and 2939274-2018-53826. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is an attorney. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a spinal fusion procedure and was implanted with a depuy spine transforaminal posterior atraumatic lumbar (t-pal) interbody system, in which t-pal spacers are inserted between the vertebrae of a patient's spine with an applicator. During the surgery, the surgeon inserted a t-pal spacer using the t-pal spacer applicator but the t-pal spacer applicator would not release it's hold on the t-pal spacer dislodging bone graft material into the spinal canal and nerve roots. The patient underwent 2 operations to remove the displaced bone graft and is left with permanent pain and neurological damage. Concomitant device reported: t-pal spacer (part # unknown, lot # unknown, quantity 1). This report is for 1 t-pal spacer applicator inner shaft. This is report 1 of 2 for (B)(4).